Manufacturer narrative:
The insulin pump was received with missing retainer and missing reservoir tube o-ring. The unit passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, sleep current measurement, and active current measurement; however, the unit was unable to perform the displacement test and occlusion test due to missing retainer. The unit was able to be downloaded to carelink pro software without any errors. No unexpected radio frequency or link communication errors were noted during testing. The following physical damage was noted: scratched case, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the customer was upable to upload their data to their computer. The patient's blood glucose at the time of incident was 11.4 mmol/l. A self test could not be performed. The insulin pump was returned for analysis.